Event description:
During a ptca treatment procedure, removal difficulties were encountered resulting in fracture of the guidewire. The physician initially wired the lad lesion with a mailman guidewire, then placed a pt2 guidewire for more support. The physician attempted to remove the mailman guidewire, but it was wedged. He used more force and the distal portion separated from the rest of the wire and was lodged in the lad/left main coronary artery. The physician used an 8-wire stone basket to retrieve the retained portion of the wire (which was approx 40 cm). The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.